Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer resolved the issue by installing a new cartridge and declined further assistance after an attempt to guide them through additional troubleshooting steps.